Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that stent reconstrainment difficulties were encountered. The target lesion was located in the moderately tortuous carotid artery. A 10.0-31 carotid wallstent was advanced to treat the lesion. However, the stent failed to be retracted into the catheter when attempted to be positioned. The procedure was completed with another 10.0-31 carotid wallstent. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
The device was returned for analysis. The metal shaft marker position was measured from the proximal end of the t-connector and is within the specification no issues were noted with the profile of the stent holder. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that stent reconstrainment difficulties were encountered. The target lesion was located in the moderately tortuous carotid artery. A 10.0-31 carotid wallstent was advanced to treat the lesion. However, the stent failed to be retracted into the catheter when attempted to be positioned. The procedure was completed with another 10.0-31 carotid wallstent&#11168;no patient complications were reported and the patient's status was good.